Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that whenever the patient feels an urge at all she gets up and goes to the bathroom. It is not allowing them enough time to get to the bathroom. This has been an ongoing issue for almost a year. Patient has experimented with different levels. Patient is urinating almost daily in their pants. Patient said issue started last fall or last spring, because they were having the same issues. Patient switched out the stimulator because wasn't taking a charge or something. It was not clear what the patient was referring to with switched out stimulator. Agent reviewed the process of when not getting relief of symptoms to consider increasing stimulation to where it is comfortable and monitor symptoms for a couple days. If can't increase stimulation comfortably then consider switching to a different program. Patient said that is sort of what they have been doing. The patient's relevant medical history included that now the patient has been having a leg issue. Patient thinks it might be spinal stenosis. Patient will be getting an MRI. Patient will be calling back when they get the replacement communicator to put the device into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.